Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported by the remote transmission that a lead alert triggered due to a rise of the right ventricular pace/sense lead impedance, noise and oversensing. During replacement of the lead, the physician found that the lead appeared to be fractured at the level of the clavicle and rib; therefore, a subclavian crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the helix wouldn't retract and there was severe stenosis at the level of the clavical and fibrosis was noted in the innominate vein.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead, implanted: 2004 (B)(6). (B)(4).